Manufacturer narrative:
The device was received with partial display due to cracked glass. Unable to perform the displacement test and self test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump display was not able to read. The customer¿s blood glucose level was 126 mg/dl at the time of incident. The customer's mother was reported that the insulin pump had deep scratch on display. The customer's mother was assisted with troubleshooting and reported that screen was hard to read and that the edges of the screen only parts that was visible. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.